Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump over infused. It was reported that the infusion was scheduled for 48 hours, but that it "infused over 24 hours, rate on pump 4.0 rate on label 2ml/hr." The reported dose was: "5fu 4440mg, ns 3.2ml, total volume 92ml." It was also reported that the "facility is stating the pump was programmed incorrectly." No adverse patient effects were reported.

Manufacturer narrative:
Additional information: concomitant medical products. Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. During investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Investigation recommend the pump expulsor be trimmed down to bring the delivery accuracy closer to nominal of a range. The problem source of the reported problem is unknown.